Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment was not reported. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis event. On an unreported date, peritoneal dialysis therapy was discontinued and the patient began hemodialysis therapy. No additional information is available.